Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure (event) observed during analysis. Insulation degradation was noted at 48.5-54.5cm from the connector pin. The silicone was intact at this location. (B)(4).